Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. The patient was sedated using monitored anesthesia care (mac) sedation. During the procedure, the access and transseptal were very smooth. Heparin was administrated before transeptal puncture (tsp). Shortly after exchanging the versacross wire for a pigtail catheter, st segment elevation was noticed. The physician administered nitroglycerin, but the st segment elevation did not resolve. A second physician was brought into the room. A blockage was observed in the coronaries, but it could not be confirmed that the blockage was air. No air was seen in the was sheath or coming out of the pigtail. The physician performed a heart catheterization, which appeared to resolve the st segment elevation. The procedure was resumed. When intracardiac echocardiography (ice) was focused on the appendage, a possible clot was noted on the mitral valve annulus. The physician aspirated the was sheath, and the clot was no longer visible on ice. The case was aborted for patient safety. The patient was admitted to neurology to be further monitored and is expected to fully recover.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. The patient was sedated using monitored anesthesia care (mac) sedation. During the procedure, the access and transseptal were very smooth. Heparin was administrated before transeptal puncture (tsp). Shortly after exchanging the versacross wire for a pigtail catheter, st segment elevation was noticed. The physician administered nitroglycerin, but the st segment elevation did not resolve. A second physician was brought into the room. A blockage was observed in the coronaries, but it could not be confirmed that the blockage was air. No air was seen in the was sheath or coming out of the pigtail. The physician performed a heart catheterization, which appeared to resolve the st segment elevation. The procedure was resumed. When intracardiac echocardiography (ice) was focused on the appendage, a possible clot was noted on the mitral valve annulus. The physician aspirated the was sheath, and the clot was no longer visible on ice. The case was aborted for patient safety. The patient was admitted to neurology to be further monitored and is expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038278994. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmias (st segment elevation, snoring) and thrombosis (stent/treated vessel/device implant site/device) (additional device required, hospitalization or prolonged hospitalization, medication required, unexpected diagnostic intervention). Risk review a risk review was completed and confirmed that the events of arrhythmias (st segment elevation, snoring) and thrombosis (stent/treated vessel/device implant site/device) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.